Manufacturer narrative:
(B)(4). (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the circulating nurse opened packaging. The styofoam padding was stuck to the pull back tab. They styrofoam pulled off partially and snapped back on product rendering the implant compromised and unsterile.

Event description:
It was reported that the circulating nurse opened packaging. The styrofoam padding was stuck to the pull back tab. They styrofoam pulled off partially and snapped back on product rendering the implant compromised and unsterile.

Manufacturer narrative:
(B)(4). Reported event was confirmed by the visual inspection. The manufacturing order related to the involved product (item number 650-0662; lot number 2017031410) has been reviewed and does not show any non-conformity, rejection or concession that could be related to the reported event. All the lot (30 units) was accepted at the time of manufacturing. It has been concluded that the devices have been manufactured in accordance with currently validated manufacturing specifications and processes. Root cause was unable to be determined.